Manufacturer narrative:
The mammotome revolve dual vacuum-assisted biopsy system is indicated to provide tissue samples for diagnostic sampling of breast abnormalities. A stereotactic breast biopsy procedure using a mammotome revolve vacuum-assisted biopsy system was conducted on (B)(6) 2017, during which it was reported that the patient experienced a loss of 800 cc of fluid. The possibility of bleeding exists with any biopsy procedure and some biopsies will have it more than others, based on the anatomy of the patient and the lesion. Bleeding complications are always limited to bleeding that can be stopped with manual pressure. However, more bleeding can occur if a blood vessel, as the vessel is too close to the target lesion. Additionally some tumors create neo-vascularity, where the tumor creates a network of blood vessels to feed the tumor. This can contribute to a higher potential of bleeding at the biopsy site, necessitating additional medical treatment, as in this case. The patient was admitted to the hospital for further evaluation. An attempt to obtain patient update status were unsuccessful. Additionally, the surgeon indicated the patient was breast feeding and may have contributed to the bleeding. In cases where a higher than normal fluid volume is observed, the device can lead to fluid ingress. In these cases, the device is sent back to the manufacturer for evaluation. The device was received and investigated on (B)(6) 2017. The device was found to have fluid ingress and was placed in quarantine. Review by the medical director indicated that this event was not caused by a device malfunction. However, due to the patient being admitted to the hospital for further evaluation and pursuant to 21 cfr 803 this a reportable adverse event, we are submitting this medwatch report.

Event description:
It was reported by the sales rep that during a stereotactic breast biopsy procedure they hit an artery when firing needle into the breast. They took 6 samples and got calcifications. Patient was bleeding heavily and blood filled canister and then went into vacuum tube between canister and control module and blood infiltrated control module. Patient lost 800 cc of blood. Held pressure for 2 hrs and patient was eventually admitted. Patient was breast feeding and surgeon believed it may have contributed to bleeding.